Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards. System operates as intended.

Event description:
Customer reported the system is displaying a communications error. No pt injury was reported.